Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The system controller batteries were exchanged during this time. Following this brief pump off period the lvad fault for high current appeared to resolve and pump is able to resume the programmed set speed. The pump temp also slowly drops back to normal baseline values. The patient reported chest pain but is now currently stable and will be monitored. They submitted additional log files for review on (B)(6) 2026. It appeared that there were no unusual events recorded in the log file event history. No controller exchange was performed, and engineering did not recommend device replacement at this time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial number (B)(6), was evaluated due to the reported event of a pump stop occurring during a battery exchange. The provided log files were reviewed, and the data captured the controller operating as intended; the reported alarms and the events observed within the log file will be addressed via the pump¿s investigation. The root cause of the reported event could not be correlated to an issue with the system controller. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.